Event description:
It was reported that during a hepatic stenting treatment procedure, guidewire removal difficulties were encountered resulting in a wire fracture and a retained portion remains in the pt's body. The customer stated that, "two drainage tubes had been placed inside the intrahepatic bile duct at the right lobe and the left lobe respectively. The purpose of this procedure was to place the stent. First, the metal stylet was inserted into the right [drainage] tube to straighten the tip of the [pigtail] tube. And the, this [guidewire] was inserted into the metal stylet to seek the narrowed part. But it was not possible to find the part easily. This [guidewire] removal was attempted, due to some resistance, the coil sheath was stretched. The [drainage] tube and this [guidewire] were removed as one unit. Next, the same seek procedure was attempted using the left [drainage] tube and a new gw. But it was not possible to find the part easily, either. This [drainage] tube was exchanged to a new one. The gw removal was attempted, but the same issue was observed. The gw was stuck somewhere, and the coil sheath was stretched. This gw was cut, and the cut gw was left inside the body. This procedure was not completed. The pt's status is reported to be stable. Additional info has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.